Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump continued to emit replace battery alarms after multiple battery changes. It was reported that the battery cap tightened appropriately and that the battery cap has never been changed. It is in user¿s manual that the battery cap should be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. There were multiple low battery warnings observed in the black box history. There was evidence of multiple partially charged batteries installed in reference to replace battery alarms. The battery compartment was intact with no cracks or moisture inside. The battery cap was able to be fully tightened with no moisture on the underside of the cap and a power loss was not observed. All current draws were within specifications. There was no evidence of moisture contamination observed inside the pump and no evidence of intermittent contact when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.